Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they found that the drive support cap was sticking out. The customer also reported that they called emergency medical services to assist with blood glucose. The insulin pump will not be returned for analysis.